Manufacturer narrative:
Insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery test, or verify battery out limit, display anomaly, and missing segment due to blank display. Insulin pump was received with moisture damage motor, vibrator, keypad, and battery tube assembly. Insulin pump was also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a full black screen. Customer's blood glucose level was 180 mg/dl. The customer changed the battery and the screen went black. The self-test passed. The insulin pump went from black screen to partial display and then to blank display. The display did not return after troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.